Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m90r49. Additional information was requested and the following was received: was the device stuck on tissue when it was unable to be opened? Please confirm if the device was eventually able to be opened? The jaws became not to be closed at the fourth firing though the device functioned as intended till the third firing. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the handles of the instrument were noted to be slightly separated. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, two conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however, no conclusion could be reached as to what may have caused this condition. No conclusion could be reached as to what may have caused the handles to be separated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws became not to be opened at the fourth firing though the device functioned as intended till the third firing. Another device was used to complete the case. There were no adverse consequences to the patient.